Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited episodes of intermittent capture, far r over-sensing and automated mode switch. The lead was reprogrammed. There were no patient consequences.